Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation has transitioned to a new complaint handling system april 2017. During this transition period, we continue processing complaints in our legacy complaint handling system (chs) along with processing new complaints in our new chs. As a courtesy, we are letting you know and you can expect two (2) different patient or manufacturer reference numbers during our transition. See below for these references: legacy system: c17-xxxxxx - existing format will eventually be phased out once all complaints are closed out in the legacy chs. New system: cn-xxxxxx format will become the standard once all new complaints and regulatory submissions are managed in the new chs.

Event description:
It was reported the customer¿s blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 3:08 pm the pod was deactivated and it was noticed the cannula was bent.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.